Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test or verify under delivery anomaly due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 600 mg/dl. Customer other blood glucose was 522 mg/dl. The customer was assisted with troubleshooting. Customer stated the site fills itchy, site from last night. The customer was treated with manual injection as well bolus for high blood glucose. Customer ate some pizza last night, she bloused, blood glucose did not go back down. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery because she boluses and keeps going high. Customer stated that they drive support cap was normal. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. The insulin pump will be returned for analysis.